Event description:
Pt reports he had a torn cornea about a year and a half prior to writing an e-mail on (B)(6) 2011. The pt states he was treated at (B)(6) clinic. F/u with the pt has been made with no reply to date. This is being filed as an unconfirmed corneal tear.

Manufacturer narrative:
This is being filed as an unconfirmed corneal tear. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.